Manufacturer narrative:
The endowrist vessel sealer instrument was returned for evaluation. Failure analysis did not confirm the customer reported complaint. Visual inspection did not find any physical damage to the conductor cable. The instrument passed electrical continuity testing. The instrument was installed into the instrument control box (icb) and the blue light indicator on the icb lit up indicating power was being delivered and unit was properly connected. Multiple self-tests were performed on the instrument and successfully passed. The instrument was installed on an in-house system and passed energy activation with no error codes or error messages. There was no loss of power or intermittent energy observed. Grip force testing of all wrist orientations were found to be within specifications. The instrument also passed the electrode gap test and was found to be within specifications. A review of the error logs also showed no errors related to the reported event. DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the endowrist vessel sealer instrument did not seal the patient's tissue. There was no report of any patient harm or adverse outcome. However, it is unknown what caused the vessel sealing issue experienced by the surgeon.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endowrist vessel sealer instrument stopped sealing half way through the case. A second endowrist vessel sealer instrument was opened. There was no report of patient harm, adverse outcome or injury. Multiple follow up attempts to gather additional information have been made, however, no additional information has been received as of date of this report.